Event description:
After placement of a neuroform stent across the neck of a cerebral aneurysm, the physician placed an echelon-14 microcatheter through the stent and into the aneurysm. Two compass complex coils were successfully delivered via the microcatheter and detached within the aneurysm. During attempted placement of a third coil, the physician repeatedly repositioned the coil in an attempt to optimize its location within the aneurysm. During repositioning, it was observed via angiography that the compass complex coil had detached from the v-trak delivery pusher. A portion of the coil extended beyond the microcatheter distal tip, while the remainder of the coil was within the microcatheter. To prevent unintended coil embolization, the physician used an intravascular snare to secure the coil. The physician then withdrew the microcatheter, compass complex coil, and intravascular snare from the patient without further incident. No harm to the patient was reported.

Manufacturer narrative:
The device was returned for evaluation. It was observed during the analysis that the implant was detached from the pusher. The pusher strain relief was folded inward. The pusher detachment monofilament is white/opaque, and the texture is consistent with being stretched. The implant is returned protruding from distal end of microcatheter and snare device. The hub of the microcatheter has been removed by user and is not included. The implant is kinked and damaged.